Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The inner liner had no damage. The middle shaft had no damage. The stent was partially deployed and sticking out of the device approximately 6.5mm from the marker band. The engineering team separated the handle to inspect for further damage. There was no damage noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 11 november 2016. It was reported the stent failed to deploy. During the implantation of an innova 7 x 200 x 130 over an .014 non bsc filter wire. The physician was using the thumb wheel to deliver the device, after approximately 15 clicks, the stent still had not begun to deploy outside of the catheter. The device was removed from the patient and exchanged for a 7x150x130 innova and the procedure was completed. No patient complications were reported. However, the returned product analysis revealed that the stent is partially deployed.